Manufacturer narrative:
MDR reportability determined during re-evaluation of complaints under class 1 recall for bacterial and fungal contaminants (FDA recall number: z-1730-2025). Contamination confirmed as cladosporium sphaerospermum.

Event description:
Customer reported dark spots in the bicarbonate solution.. No patient use.